Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a pack of codman surgical patties was found contaminated prior to procedure. It was reported that the patties had dirt on them. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI; (B)(4). Product sample received and the complaint confirmed; foreign material present on pattie. A review of manufacturing records was performed and no discreapancies were identified. Operator retraining was performed related to the inspection process. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.